Event description:
It was reported that the patient's neurostimulator had low therapy impedance (87 ohms) and the patient experienced a lack of therapeutic effect. The device was at end of service (eos). The cause of the low impedance was not determined. A replacement was performed on (B)(6) 2012. Additional information regarding the replacement was requested.

Manufacturer narrative:
Lead: kit 3387-40, lot v176477, implanted: (B)(6) 2009, explanted: na. Extension: model 748240, serial (B)(4), implanted (B)(6) 2006, explanted: na. Programmer: model 7438, serial (B)(4).